Event description:
It is reported that while impacting the acetabular implant into pt, the surgeon realized that the cup had broken off of inserter handle/tip. The handle and cup were removed from the pt. All fragments were accounted for.

Manufacturer narrative:
This report will be amended when our investigation is complete.